Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac artery. A 9x40, 120 cm flexive¿ over-the-wire endovascular stent system was advanced to treat the lesion. Upon advancing the device through a non-bsc guidewire, the physician noted that the 2/3 of the stent was bent around 180 degrees. The physician then decided not to remove the stent right away to avoid dislodgment. Subsequently, a transbrachial snare was used to straighten the stent and the device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
It has been determined that this event was reported in error, as boston scientific does not have reporting responsibility for this device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac artery. A 9x40, 120 cm flexive over-the-wire endovascular stent system was advanced to treat the lesion. Upon advancing the device through a non-bsc guidewire, the physician noted that the 2/3 of the stent was bent around 180 degrees. The physician then decided not to remove the stent right away to avoid dislodgment. Subsequently, a transbrachial snare was used to straighten the stent and the device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.